Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter heart valve replacement (tavr) procedure, the first sapien valve was placed in good position and the patient was noted with mild to moderate central and paravalvular leak. The pi stated that the patient had a potential overhanging leaflet. A second sapien valve was placed more aortic deployed successfully. The patient was in a stable condition.

Manufacturer narrative:
The position of the first valve post deployment was noted to be 60:40 aortic. During deployment inflation was held for at least 3 seconds as per the instructions in the physicians training manuals. There was no loss of pacing capture throughout the deployment. The image intensifier angle and coaxial alignment were noted to be good. The patient was noted to have no narrow stj (sinotubular junction), and no septal hypertrophy. The patient was noted with a moderately calcified aortic annulus along with moderate calcification of the stj. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak, and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors it was noted that the physician indicated a potential over-hanging leaflet. Additionally, the patient was noted to have a moderately calcified annulus and stj which could contribute to the pvl. According to a technical summary compiled by the engineering team at edwards lifesciences, an overhanging leaflet can be a consequence of low final placement of the valve. The technical summary states that, the possibility of the native leaflets hanging over and covering the out flow of the sapien valve results in reduced coaptation of the sapien leaflets. The sapien leaflets are in a normally open position and require the back flow/ pressure generated during cardiac diastole to initiate leaflet closure. In this case it was reported that the first valve was deployed in a 60:40 aortic position. By implanting a second valve in a 50:50 position the pvl and central ai were resolved. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.